Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead alert and exhibited oversensing of non-physiologic short v-v intervals, high impedance levels and a lead fracture is suspeteced. The lead currently remains in use. Patient and physician will discuss options at a later date. No patient complications have been reported as a result of this event.